Event description:
The customer reported that the ventilator would operate on backup battery power but would not operate on ac power when plugged into the wall ac outlet. The customer reported the backup battery was disconnected during testing and the device ac mains led did not illuminate and it would not operate on ac power. The ventilator was not in use therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturer's product support engineer advised the customer to replace the power supply to address the reported problem. If a loss of ac power or failure of the power supply occurs during use and the ventilator is inoperable, an audible power fail alarm will activate.